Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the package of the twinfix was opened, it was found that the anchor was cracked. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that human matter was found on the anchor.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: b1, b5, h1 and h6: health effect - clinical and impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. One 72202597 twinfix ultra ha 4.5 w/2 ub has been returned for evaluation. The information provided states: ¿during a shoulder rotator cuff repair surgery, when the package of the twinfix was opened, it was found that the anchor was cracked¿. Visual assessment showed device was used in treatment. Human matter was found on the anchor. A crack found on anchor. The sutures remain on the knob. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the complaint device, with the anchor and suture material on the insertion device. Per case details, the cracked anchor was noticed when the device was opened, and a backup device was used. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the package of the twinfix was opened, it was found that the anchor was cracked. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.